Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a severe rash where the vibration box is on his spine and a minor one under his right side electrode. There was no alleged device malfunction contributing to the irritation. Patient prescribed an antibiotic ointment called mupirocin and was recommended to use a tegaderm bandage by a physician. Outcome of irritation is unknown.